Event description:
"It was found blood leakage at the beginning of the treatment." The blood flow rate was 200ml/min, tmp, 160mmhg. The blood loss was relatively minor. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.